Event description:
On (B)(6) 2005, this patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On or about (B)(6) 2013, aneurysm enlargement was detected on imaging. It was reported that a "halo" of contrast was seen just distal of the bifurcation. The physician reportedly believes this to be caused by graft porosity or a material integrity failure. However, images were evaluated by gore imaging services, which show that the reported "halo" is seen on non-contrast, arterial and delayed runs, and appears unchanged on each run. There does not appear to be any contrast outside of the aneurysm sac. Patient is currently in good condition.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.